Event description:
The event was reported that the dr was performing a stereotactic breast biopsy on the second site and the samples started to decrease in size. The customer flushed the cannula of the probe to continue to attain the needed samples. A second probe was used, samples were taken until they started to decrease in size to the point where increasing the vacuum didn't help and required flushing the probe with fluid to clear the samples and allow ample sample retrieval. The case was completed with no pt consequence. The sales rep noticed, the vacuum from the right angle connector was weaker compared to the other control modules encountered. The probes were disposed of.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.